Manufacturer narrative:
Concomitant medical devices: (B)(4); (6) mp1000-c; 6ml medefil heparin syringe, lot number h215540n, expiration date nov 2017; therapy date (B)(6) 2016. Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak at the filter was confirmed. No anomalies were observed during initial visual inspection. Functional testing was performed; fluid was observed to be flowing out of the filter¿s vent, confirming that the filter is defective. The probable cause of the filter vent leak was due to an oversaturated and wetted out filter.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leak was noticed from the "tiny hole" in the back of the filter during an infusion of d17.5 tpn at 26.3ml per hr. The extension set was in use for less than 4 days.